Event description:
Device issue: cuff miss, detached foot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted to achieve hemostasis in the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. The proglide device was returned to the distributor on june 24, 2010 and a foot detachment was confirmed at that time. Location of the detached foot was not reported. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.